Manufacturer narrative:
The returned device was evaluated. A portion of the threads were found damaged and have sheared off. The cause is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a driver shaft broke off during surgery. However, device evaluation by zimmer biomet personnel found the threads on the sleeve had been damaged. The procedure was completed using an alternative instrument. There were no reports of patient injury associated with this event.